Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the original artificial urinary sphincter (aus) cuff placement trapped a nerve causing pain to the patient when the device was activated. Therefore, the device was kept deactivated for a couple of weeks and then the cuff was removed in (B)(6) 2021. A re-implant surgery was performed and a new cuff was placed slightly distal to the original cuff site, and extra care was taken to ensure that no nerves/tissue were in the new cuff site. A good result was achieved. The patient fully recovered.